Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The device was post-paced t-wave oversensing. Programming changes resolved the oversensing. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.